Event description:
It was reported that the customer was experiencing high blood glucose. Customer blood glucose level was 440 mg/dl. Customer had treated high blood glucose with insulin pen. Displacement verification test was performed, there was air bubbles in the tank. Infusion set had bent cannula. It was unknown if auto mode feature was active or not at the time of incident. The insulin pump will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.